Event description:
Ous MDR - after an implantation period of approx. 97 months, oversensing with inappropriate shocks as well as impedance values > 3000 ohms were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm distal to the is-1 connector pin. A proximal and a 40.5 cm long medial lead fragment were returned. The distal lead fragment, as well as approximately 2 centimeters of the leads body between the proximal and the medial lead fragment were missing. The received lead parts were subjected to an extensive analysis. During the visual inspection the medial lead fragment was found severely stretched, the inner coil was deformed and pulled out of the lead body. The lead body was twisted and several parts of the insulation were torn up and cut. The conductor cable to the shock coil was pulled out of the lead body. Furthermore the shock coil was missing. These findings most likely resulted from the extraction procedure. The extent of the damages indicate a significant ingrowth of the lead in the implanted state. Further analysis demonstrated severe signs of wear along the lead fragments. Particularly on the medial lead fragment the insulation was multiply rubbed through. Due to the excessive elongation of the lead body and as several parts of the lead were missing, an exact location of the damages was not feasible. However, these damages can be considered as the root cause of the oversensing which led to shock delivery as reported in the complaint text. Additionally a fracture of the conductor cable to the ring electrode was noted on the medial lead fragment which might have resulted in the observed increased pacing impedance. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. An increased ingrowth, which might have affected the leads motion during the service time of approx. 8 years, should be taken into consideration. The above mentioned extraction damages corroborate this assumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.